Event description:
The customer reported that a pt coded. After the pt monitoring was discontinued, the user selected end case to discharge the pt. Failure of the pt monitor has not been alleged.

Manufacturer narrative:
(B)(4). The customer reported that a pt coded. After the pt monitoring was discontinued, the user selected end case to discharge the pt. Failure of the pt monitor has not been alleged. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.